Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced rapid battery depletion, requiring multiple charges per day despite using the provided charger, and received a charge-immediately alert followed by continued accelerated drain. Symptoms included no reported adverse clinical effects. Outcomes included continued device use with expedited replacement and instructions provided for shutdown and data handling. Investigation included review of user report and logistical tracking of replacement and return. Investigation of this device revealed a suspected device power performance issue consistent with battery degradation or power management malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to power/battery performance.